Event description:
Placed 10fr corpak et tube. Chest x-ray confirmed placement. A leaking tube was noted approximately 2 1/2 hours after placement. All parts were checked and found to be secured. A small leak was found to be near the hub of the tube. Tube was discontinued and a second tube was placed with an additional chest x-ray confirming placement.